Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not available for physical evaluation, hence, the complaint cannot be confirmed. Given the information provided we cannot discern a definitive root cause for the reported failure. No valid mitek part or lot numbers were supplied which precludes conducting a device history record (DHR) review. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: unknown. The UDI and lot number for this device is unknown.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. The product code, brand name and exp date were unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep in (B)(6) that during a shoulder arthroscopy surgical procedure, the surgeon used devices needed for the procedure including the artrobomba and vapr. According to the reporter, the patient had a burn in the back near the shoulder; however, it was not identified which device caused the burn. It was reported that there was an unspecified delay in the surgical procedure. There was patient involvement. It was unknown if the patient had to take any medicine for the burn. It was reported that the surgery occurred normally during and after the surgery inside the surgical room. It was reported that it was the patient¿s family that identified the lesion on the patient¿s skin after that he was in the room. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.